Event description:
It was reported that the surgeon used the stapler device for a hemorrhoidectomy procedure. Post-op the surgeon was called back to the or and found that all the staples were not fully formed. The surgeon had to suture over the staple line. The patient was transported to the main or and remains in the hospital for observation due to the additional procedure and blood pressure issues.